Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 the husband called the ambulance for the patient because she was shaking and sweating too much. The patient became aware of the error a few hours before she had the symptoms and she did receive the alert from the display device that her sensor failed and she didn't take a blood glucose (bg) reading during that time. The patient couldn't remember exactly what was the cgm reading before she felt those symptoms but she had few sensors that failed on the same day and she didn't have more sensors. The paramedics arrived right away and treated the patient with IV fluids, glucagon shots and checked her vital signs. Paramedics took a bg reading but husband unable to recall what were the readings. The patient was advised to be brought to the hospital but she refused. Paramedics advised the patient not to take insulin shots anymore because she overdosed before they arrive. At the time of the report the continuous glucose monitor (cgm) reading was high and the bg reading was 464 mg/dl. At the time of the report the patient was not really fine but she didn't have any symptoms. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.